Event description:
It was reported customer had called earlier and troubleshooting was performed for no delivery alarm. Customer changed the entire set and the device alarmed again. Customer's blood glucose was 24.5mmol/l. Customer was advised to run a fixed prime and insulin did not exit and the device alarmed. Customer removed the reservoir from the device and pushed insulin through the tubing and insulin did exit. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.